Event description:
The pt reported continuing 04 (occlusion) messages on his insulin infusion device despite changing to a new piston rod, cog wheel, cartridge, infusion set, and batteries. He stated that in the past the occlusions only occurred when he tried to bolus but that today it occurred during his normal basal delivery. The pt stated he does not hear very well, so sometimes he does not hear the device alarm for a few hours. He stated this has caused his blood glucose readings to elevate to the 250-300 mg/dl range with his normal range being 119-123 mg/dl. He said, he has started to proactively check his device since he knows he does not always hear the alarm. He stated his blood glucose is currently fine. The pt was instructed to disconnect from his infusion headset and run a 3 unit bolus of insulin through the tubing which went through without error. On follow up, the pt reported the device continues to display the 04 error message. The pt was advised to switch to his backup infusion device. He stated he had no blood glucose concerns and his readings are in the normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.